Event description:
It was reported that catheter connector crack. No additional information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked connector is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed a powerpicc solo catheter with a crack in the luer hub. The crack was observed to be in the proximal region of the luer hub. A syringe was attached to the luer hub. No further details of the crack could be discerned in the returned photograph. Blood was observed in the extension leg of the catheter. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.